Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. Cleaning was then performed, and antibiotics were administered. There were no additional adverse patient effects reported. The ra lead was explanted.

Manufacturer narrative:
This supplemental report was created to update the bsc aware date from june 27, 2025, to june 2, 2025.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. Cleaning was then performed, and antibiotics were administered. There were no additional adverse patient effects reported. The ra lead was explanted.